Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 38 mg/dl. The customer stated that the retainer ring of insulin pump was loosened. The customer stated that the reservoir did not lock into place. It was unknown how the customer treated for their low. It was unknown that auto mode feature was active or not at the time of incident. The pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device passed the displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).